Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported the pt experienced worsening spasticity despite higher doses of itb. Side port aspiration revealed poor flow. A dye study revealed leakage at the pump catheter interface. The pt was started on oral meds and was referred to surgery. Symptoms began between two months range in 2005. Reference MFR report# 2182207-2008-02126